Event description:
It was reported that the operation research team discovered a hole in the intermittent catheter. The catheter is not available for review. Per customer follow up received via email on 05may2025 stated that the product was packaged wrong and not used on a patient and because the registered nurse realized it was packaged wrong, and the sterile field was broken. Clinical opened a urinary catheter kit, and the catheter was not in the tray as expected and the sterile field was broken.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b, d, g. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the operation research team discovered a hole in the intermittent catheter. The catheter is not available for review. Per customer follow up received via email on 05may2025 stated that the product was packaged wrong and not used on a patient and because the registered nurse realized it was packaged wrong, and the sterile field was broken. Clinical opened a urinary catheter kit, and the catheter was not in the tray as expected and the sterile field was broken.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: indications for use: pvc & red rubber: for urological use only silicone: intended for use for bladder management including urine drainage, collection and measurement. The devices are generally passed to the urinary bladder via the urethra. 1. Wash hands and don clean gloves. 2. Explain procedure to patient and open peri-care kit. 3. Use the provided packet of wipes to cleanse patients periurethral area. 4. Remove gloves and perform hand hygiene with provided alcohol hand sanitizer gel. 5. Using proper aseptic technique open csr wrap. 6. Don sterile gloves. 7. Place underpad beneath patient, plastic/shiny side down. 8. Position fenestrated drape on patient. 9. Saturate 3 foam swab sticks in povidone iodine. 10. Lubricate catheter. 11. Prepare patient with 3 foam swab sticks saturated in povidone iodine. Use the nondominant hand for the genitalia and the dominant hand for the swabs. 12. Proceed with catheterization in usual manner using the dominant hand. A. When catheter tip has entered bladder, urine will be visible in the drainage tube. 13. Document procedure according to hospital protocol. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the operation research team discovered a hole in the foley catheter. The catheter is not available for review.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.